Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed inappropriate reprocessing issue could not be determined however, it is believed that there was a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. Additionally, training has been conducted by olympus professional staff regarding proper handling. The event may be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested that olympus perform an in-service with their staff. During onsite visit, the customer was observed storing the scope with the insertion tube tightly coiled and removing the scope from the storage cabinet without securing the distal tip. In addition, during the procedure, the physician held the scope with their body against the bed which caused a sharp bend in the light guide cable. The cleaning process was observed for an evis exera iii gastrointestinal videoscope: the observed user did not perform the pre-cleaning as per device instructions. Specifically, the user suctioned the scope with detergent solution for 10 seconds, but did not suction air after as required. In addition, the user attached the air/water channel cleaning adapter but did not depress the button of the air/water channel cleaning adapter to flush the channel. Finally, the customer wiped the insertion section after the manual flushing but did not wipe the insertion section at the beginning of the pre-cleaning as per device instructions. This medical device report (MDR) is being submitted to capture the reportable malfunction found during in-service: the cleaning process was not followed. See related MDR with patient identifier (B)(6). No patient involvement was reported.

Manufacturer narrative:
During onsite visit the customer was advised on the pre-cleaning steps and required order of steps as described in the evis exera iii gastrointestinal videoscope reprocessing manual. The endoscopy support specialist (ess) informed the customer of the correct way to pre-clean the scope and correct way to handle the scope according to the instructions for use (IFU). The subject device was not returned to olympus for evaluation, as there was no allegation against the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.